Event description:
It was reported that the catheter was broken on the 7th day of use. Additional information was received on 01oct18 from the ibc, via email, that the broken fragment fell out of the patient with no medical intervention or injury.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The sample was evaluated and found the catheter cut into two pieces. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft appeared to have been cut by sharp tools i.e. Scissors that could have caused the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could have caused the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was broken on the 7th day of use. Additional information was received on (B)(6) 2018 from (B)(6), via email, that the broken fragment fell out of the patient with no medical intervention or injury.